Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw0942 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch that they were unable to pass the PICC through the brachial past 11cm. It was difficult to remove the line as though the vessel as vaso spasmed. After waiting approximately 10 seconds, the patient was repositioned, and clinician attempted to pass 11 cm unsuccessfully. Basilic and cephalic veins are too small for the PICC on the right arm so the clinician moved to the left side. Sterile field as maintained, and clinician found appropriately sized basilic vein and continued the procedure. Catheter passed easily. Catheter dressed per hospital protocol. Customer reports a small wire fragment was present medial to the proximal shaft of the right humerus.

Event description:
It was reported via medwatch that they were unable to pass the PICC through the brachial past 11cm. It was difficult to remove the line as though the vessel as vaso spasmed. After waiting approximately 10 seconds, the patient was repositioned, and clinician attempted to pass 11 cm unsuccessfully. Basilic and cephalic veins are too small for the PICC on the right arm so the clinician moved to the left side. Sterile field as maintained, and clinician found appropriately sized basilic vein and continued the procedure. Catheter passed easily. Catheter dressed per hospital protocol. Customer reports a small wire fragment was present medial to the proximal shaft of the right humerus.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported via medwatch that they were unable to pass the PICC through the brachial past 11cm. It was difficult to remove the line as though the vessel as vaso spasmed. After waiting approximately 10 seconds, the patient was repositioned, and clinician attempted to pass 11 cm unsuccessfully. Basilic and cephalic veins are too small for the PICC on the right arm so the clinician moved to the left side. Sterile field as maintained, and clinician found appropriately sized basilic vein and continued the procedure. Catheter passed easily. Catheter dressed per hospital protocol. Customer reports a small wire fragment was present medial to the proximal shaft of the right humerus.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet was confirmed. The product returned for evaluation was one tls stylet. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed deformation of the stylet tubing at magnet edge(s) microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding kinking of the surrounding stylet tubing, located at magnet interface(s) this additional stylet kinking resulted in a general curl in a similar direction measurements of the stylet tubing, stylet core wire, and magnet were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed.